Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump alarmed low suspend. The customer mentioned about calibrating right after breakfast and after lunch. Advised the customer the best times to calibrate. Advised the customer unstable times would through off the sensor and also mentioned that large discrepancies are expected during rapid changes. Customer stated that her threshold suspend went off at 54 mg/dl afer lunch and blood glucose was 113 mg/dl. No further information provided.